Event description:
A piece of equipment that was used to implant a pubo-vaginal sling broke off inside the patient, while the doctor was inserting the piece up around the ramus. The doctor indicated that a piece of plastic came off the instrument, which was attached to the sling itself. The piece was small and was ultimately left inside the patient, since it will not cause the patient any harm and ultimately a more invasive surgery would have been required to retrieve the piece.